Event description:
It was reported by the customer that 2 piccs were inserted and both had issues with the rubber stoppers where the insertion wire travels through them. They leaked saline when flushing where the wire inserts into the stopper. Customer states that the rubber stopper "visually looks different than our other 5f double lumens (with different lot numbers)." This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regz0461 showed two other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility in canada.